Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 15mm x 4.00mm wolverine coronary cutting balloon monorail was in use. When the balloon was inflated, they noticed contrast leaking out so it was assumed to have ruptured or had a leak. The balloon was maintaining pressure, and the procedure was completed with this device. There was no patient complication and the patient status is fine.